Event description:
It was reported that during self-inspection with an k 96 machine, the direct valve was leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.